Event description:
Patient called stated that both of her cadd legacy pumps have the back stripped where she needs to use a coin to open the battery compartment, and she has been getting error messages that don't make any sense the most recent being at 9am this morning where the pump started alarming that it was empty, but she had plenty of medication inside. Verified with patient that everything was connected properly. Verified there was no occlusion patient reset her pump and everything started working properly again. Patient is due to mix again tonight at 9pm. She is concerned about the pumps and is requesting replacements be sent due to error messaging and inability to open battery compartment. (B)(4). Pumps are due for maintenance june 2016 and august 2016. Dose or amount: continuous infusion (IV). Frequency: continuous infusion (IV). Route: continuous infusion (IV). Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? Please explain. Is the actual device is available to be returned for investigation? Yes. Dates of use: from (B)(6) 2015 to present, from (B)(6) 2015 to present. Reason for use? Pah.